Event description:
I immediately began having heart palpitations after breast augmentation with mentor smooth saline implants in 2004. Over the course of the next several years I was diagnosed with fibromyalgia. Reynauds, tachycardia of unk origin, chronic fatigue, and more. I have since removed my breast implants and continue to see marked improvements in my health and well being.